Manufacturer narrative:
Film evaluation summary; the precise source/cause of the endoleak could not be determined; the origin of the ipsi limb was not visible in the returned image, and lack of additional CT images showing the aaa sac did not allow for a complete assessment of any possible endoleak. The stent grafts were patent and no other clear stent graft issues were observed. The exact cause and source of the reported type iii fabric endoleaks could not be determined from the single image provided. The anatomy at implant is unknown, earlier post-implant films were not available, and lack of returned complete CT¿s showing the reported endoleak(s) were also not available. Other than the severely angulated neck which potentially may have contributed to fabric abrasion holes due to limb angulation, analysis of the returned film did not reveal any other stent graft or anatomical characteristics that could explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that on a follow up CT approximately 4 years post the index procedure the aneurysm diameter was showing a continued increase and therefore an intervention was performed by laparotomy. During the intervention, a type iii tear leak was found on the left leg of the bifurcate stent graft. A competitor's stent graft was implanted during the intervention from the main body's bifurcation to cover the whole leg. As per the physician the cause of the event was the endoleak found during the intervention originating from the stent graft. It was reported approximately 1 year post the intervention that a further increase in the aneurysm diameter was observed. No obvious endoleaks were observed on the CT or the angiography but it was noted by the physician that the cause of the aneurysm enlargement was likely due to another type iii endoleak in an unknown location and unknown stent graft. Another competitor's stent graft was implanted from the proximal edge of the main body of the bifurcate to the bifurcation, and another competitors limb was implanted in the right limb. No further clinical sequela were reported and the patient will be monitored.